Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted the instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported the last coil being used detached prematurely at the ica during a coil embolization procedure. No intervention was needed, and the patient is stable.